Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was sent to service center for service and repair. Per service manual operational and diagnostic analysis confirmed reported issue, replaced worn fingers on pressure arm housing with tip replacement kit to correct issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this serial number with the product code that was released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI : (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, there was no suction which made the surgery very challenging for the doctor. There was a delay of 15 minutes. The surgery could be completed with the same pump, fms vue. There was no patient harm.